Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with high blood glucose and diabetic ketoacidosis. Blood glucose in the morning was 343 mg/dl and customer experienced vomiting. Blood glucose at the time of admission was 336 mg/dl. Customer was treated with the insulin pump and drip. He stated that the evening before, he was at 69 mg/dl because he did not eat lunch, he treated with food. Current blood glucose is unknown. The drive support cap is recessed. The settings are programmed correctly. No air bubbles found and insulin did exit with manual prime. He declined to check for site/insulin issues. The high pressure test could not be performed as the customer did not have a tubing clamp. Last set change was on (B)(6) 2015 and he was disconnected during prime. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. He was advised to change the entire infusion set and reservoir and follow up with doctor.